Event description:
It was reported that during a procedure it was not possible to detach the expander tube from the implant of the spinejack assembly. The decision was made to remove the implant, which was still connected to the expander tube. During extraction using ancillary equipment, the implant broke. A piece of the implant remains in the patient's right pedicle, unable to be removed. It was reported that there was a 60-minute procedural delay. Attempts are being made to obtain additional detail regarding the event as well as patient condition.

Event description:
It was reported that during a procedure it was not possible to detach the expander tube from the implant of the spinejack assembly. The decision was made to remove the implant, which was still connected to the expander tube. During extraction using ancillary equipment, the implant broke. A piece of the implant remains in the patient's right pedicle, unable to be removed. It was reported that there was a 60-minute procedural delay. No additional detail was provided.

Manufacturer narrative:
D9: product not returned.